Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had a foreign object in the auxiliary water channel. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object in the auxiliary water channel. There was no patient involvement.